Event description:
It was reported that the monitor rebooted several times during a case. The monitor was swapped out and there was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger set up the customer's kappa xlt mds 3 display in a system along with the customer's vital signs engine (vse) and a "test unit" kappa xlt power supply and "known good" system cables. The system was powered up and the display was then configured to run "simulated waveforms." This system with the customer's returned kappa xlt components ran for a period of over two weeks and no alarms or errors were reported during this period. When the customer's mds 3 and vital signs engine were delivered to andover, the standoffs from the external system cable connectors were missing from both devices. In addition, according to the log analysis, there are a lot of event log messages showing crashes that were caused by incorrect synchronization in the pcssma module. This typically occurs when there are multiple reboots and the system cannot handle it. Draeger concludes that the reported problem is the result of missing standoffs on the customer's mds 3 and vital signs engine that is necessary for securing the system cables to these devices. The intermittent cable connections that would occur due to missing standoffs will cause the kappa xlt system to reboot. The system cables would not make a secure, positive connection and any movement of the system cables will cause intermittent communication within the system and the mds 3 and a reboot will occur as the customer reported. The customer's kappa xlt mds 3 display and vital signs engine will be returned after new standoffs have been installed. Draeger has advised the complainant to ensure the standoffs are in place to prevent future issues. Draeger will continue to monitor for similar reports of this condition.